Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was hospitalized for the event. Treatment was not reported. The outcome of the peritonitis was not reported. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). On an unreported date, the patient experienced peritonitis. A review of all batch record documents was performed for potentially associated lot numbers h12g19068, h12e29053, h12h31095, and h12k09112 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.